Event description:
As reported by the user facility. Underinfusion - chemotherapy infusing via secondary set, taxol along with other chemo medications infusing. Filter attached to end of secondary tubing above the pump. This occurred on several occasions. Longest delay was 1 hour. No pt injury. (B)(4).